Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the he got into water with insulin pump on and it stopped working. The customer blood glucose level was 202mg/dl. Customer states they do hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The device will not be return for analysis.